Event description:
The introducer sheath dilator separated as sheath dilator began to be peeled away, and catheter broke.

Manufacturer narrative:
The actual device was returned for investigation. The used sample was rec'd in two sections. The section 1 consisted of the molded junction with portion of catheter tubing in the correct manufactured placement and extending out of the oval disk below to the third tick mark. A white cap was attached to the molded junction. The section 2 consisted of the catheter tubing of approximately 15 cm long. The catheter tubing broke right above the 3 cm tick mark. Dried bodily fluids/meds are observed inside of the tubing. Accompanying the used returned sample was a PICC information card and a portion of the introducer. The microscopic evaluation revealed a cut at light angle at the area of separation. The rec'd catheter portions are the portions separated from each other. The damage observed on the used returned sample was determined that stress to the catheter was the contributor to the failure (breakage). Issue was due to either the failure to adequately secure the catheter or undue tensile force applied to the catheter tubing during inducer needle removal. Either potential failure modes could result in catheter breakage. In addition to evaluating the returned product, the product (B)(4), the lot device history record and the inspection record were reviewed as well as general mfg records for any discrepancy reports and no anomaly was found. The argon sales manager for this product line had a discussion with the nicu manager and vp of risk management at (B)(6). Per that discussion, all the breakages were determined to be a care/maintenance issue because the semi permeable dressing was not completely covering the securement disc nor a portion of the integral extension set the a bi or tri-furcation was added to the hub of the PICC. This addition adds weight to the hub which places excess stress on the PICC at the inverted triangle below the securement disc.